Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On october 19, 2020, olympus medical systems corp. (Omsc) received literature titled "endoscopic retrograde cholangiography via a permanent access loop". This study was conducted endoscopic retrograde cholangiography(erc) for 20 patients between 2009 to 2017. The erc was performed using the subject device. In the literature, it was reported that free wall perforation and death have occurred. The free wall perforation was seen in one patient who was referred to surgery. Even though these procedures are performed through a wide stoma opening, the perforation of the free wall in one patient still suggests that attention should be paid to such patients whose anatomic structural integrity is impaired. Mortality occurred in 4 patients during the follow-up. Two patients died due to recurrent tumors whereas two others died due to non-biliary causes. There are no descriptions of device relevance for all adverse events in the literature. There is no description of the device's malfunction. Based on the available information, detailed information of the subject device was not provided. Whereas, omsc assumes that the free wall perforation was related to the subject device due to occurred during the procedure. Therefore, omsc will submit a medical device report (MDR) for the free wall perforation.